Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "abdominal laxity" and "labial hypertrophy"; these are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and others, missing (50-75%) and missing patch (75-100%). A visual and microscopic analysis was performed which identified: smooth broken on anterior, posterior and radius. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. An broken smooth on posterior, anterior and radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "abdominal laxity" and "labial hypertrophy"; these are not device related. Device has been explanted.